Event description:
During a vascular procedure, the catheter broke off inside the patient and had to be retrieved. There was no harm to the patient other than a long delay in the procedure. Md report: we had an 0.18" through and through wire from a contralateral femoral sheath through a pedal access sheath. The wire had a small bend in it from recanalizing his tibial occlusion. There was a fair amount of drag between the wire and the catheter. We tried doing a catheter exchange through the femoral sheath and the catheter shaft broke about 15-20cm from the hub, inside the patient. Fortunately, since we had a through and through wire, we were able to retrieve the distal end through the pedal access sheath.====================== manufacturer response for catheter, cook medical (per site reporter)======================device sent to manufacturer for evaluation. Results pending.